Manufacturer narrative:
A33 alarm during the basic occlusion test due to loose/protruded drive support disk. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm e70 alarm due to over written history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm and compromised force sensor system. The customer¿s blood glucose level was 350 mg/dl. Troubleshooting was performed. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. The device will be returned for analysis.